Event description:
Additional information received indicated that there was no noise alleged on the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator (ICD) in 2017865-2026-11426 should not have been submitted as a medical device report (MDR) on 2 jun 2026, as the event did not indicate a malfunction and did not cause a serious event.

Event description:
It was reported that the patient presented in clinic. A device interrogation was performed and discovered that their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing. An alert for high voltage lead issue was also noted. No intervention was performed. The patient was stable throughout.